Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a premature ventricular contraction ablation procedure with a qdot micro catheter, the patient experienced pericardial effusion treated with pericardiocentesis and surgery. The report indicated that during a pvc case with qdot catheter, the technologist did 3d mapping by that stage using bwi products. The physician noticed and became concerned about a pericardial effusion or tamponade which looked significant. The physician decided to perform a pericardiocentesis procedure to aspirate the blood around the heart and inside the pericardial sack. The effectiveness and result of the aspiration was not good enough. The medical team was then consulted and had decided to proceed with surgery for a better and faster result. No ablation was performed, since the pericardial effusion was identified and recognized this was the medical priority. After reviewing the carto system history of the case, no excessive force was recorded during the case. The physician doesn't believe that the effusion was caused by the electrophysiology procedure and that the patient entered the operating room with the effusion as a pre-existing condition. The products used during the procedure were optrell mapping catheter, qdot ablation catheter, carto vizigo sheath, carto ref patches, and smartablate irrigation tubing.

Manufacturer narrative:
On 24-feb-2026, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31695868l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).